Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent an unspecified spinal fusion surgery at l3-l5 levels. Post-op, after fixation of l3-5, it was found that a thread part of l5 screw was broken. Revision surgery was performed, where all implants were removed except fractured part of the screw.

Manufacturer narrative:
X-ray analysis: "post op x-rays from l3-l5 pedicle screw instrumentation bridging an l4 compression fracture hardware is undersized and no bone graft on interbody spacer is present. This screw fracture is a predictable result."